Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the seeker catheter. Prior to the procedure, the support catheter seeker was allegedly found to be broken. The procedure was completed using another device.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the seeker catheter. Prior to the procedure, the support catheter seeker was allegedly found to be broken. The procedure was completed using another device.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos and one video were provided and reviewed. Both photos and video shows that health care professional holding the seeker catheter with the protective tubing. A complete break was noted to the seeker catheter. No other anomalies were noted. Based on the photos and video provided, the investigation is confirmed for the reported break. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.